Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that unable to establish any paresthesia at maximum amplitudes of 6.35 on any electrode. There were good bellows responses intraoperatively down to 0.5 ma and good toe down to 0.8 ma. No known cause. Patient had normal post-op. No falls. Impedances checked - all within normal range ~ 500 -1000 ohms. Attempted programming yesterday, with no paresthesia being able to be established. Implant procedure had no issues. The left and right foramen needles placed with no difficulty and tested. Right side was chosen as it was slightly lower amplitudes required for bellows and toe responses. They assumed that paresthesia would be able to be obtained after initial surgical and after anesthetic side effects wore off. Additional information was received. The manufacturer representative (rep) reported that they spoke with patient and still could not obtain any parasthesia. Patient going to have check x-ray. They will also try again next week to obtain parasthesia. Issue not resolved yet. The has been surgeon informed and is organizing the check x-ray. Additional information was received from a manufacturer representative (rep). The rep reported that the implanting surgeon stated that the lead looks to be in the same position as at implant. The additional steps to resolve the issue were noted to be "implanting surgeon unable to obtain communication with device from physician mode, (clinician app) only from mytherapy app." It was noted that the issue has not yet been resolved as they're awaiting a decision from the surgeon as to next steps. Additional information was received from the rep. They reported cause and contributing factor was unknown. Issue not resolved. Patient booked for exploratory / troubleshooting surgery on (B)(6) 2023.

Manufacturer narrative:
D6b: updated to add (B)(6) 2023 as explant date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 product analysis 3058: the implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 978b128, lot# va2nk7x, implanted: (B)(6) 2023, product type lead. Product ID neu interstim ins, serial# unknown ,implanted: (B)(6) 2023, product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 product analysis (B)(4): the implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 978b128 lot# va2nk7x implanted: (B)(6) 2023 product type lead. Product ID neu_interstim_ins lot# serial# unknown implanted: (B)(6) 2023 product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative (rep) reported that the exploratory surgery took place on (B)(6) 2023. Patient was brought back to theatre for revision surgery. Preoperatively rep tested the device. Patient and rep was able to communicate with device. It did seem to take longer to get it to communicate in clinician mode than in ¿my therapy¿ mode. Still unknown why there is no paraesthesia. Patient had no paraesthesia at top amplitudes of 6.35v on any electrode, impedances normal. Intraoperatively lead disconnected from ins and tested - strong bellows and toe responses on all four electrodes @ 1.5ma. Ins and lead reconnected - responses tested again using communicator in a sterile bag - again strong bellows and toe responses @ 2.0 v; skin closed, responses retested - strong bellows and toe responses 4/4 @ 2.0 v. Post-operatively, no paraesthesia nor obvious motor responses on any electrode @ 6.35v. Impedances in normal range. Retested with same result with patient lying left, then lying right. Patient taken back to or for replacement ins. Ins will be returned.

Manufacturer narrative:
G2: corrected and updated to include foreign, country is australia h6: updated to include fdd a090402. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.